Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare that a rd900aeu neopuff infant resuscitator appeared to give incorrect pressure readings. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The subject rd900aeu neopuff unit was not returned to fisher & paykel healthcare ('fph') for investigation. Instead, the healthcare facility will forward the device to our distributor to be serviced. Fph's analysis is therefore based on the event description and previous analyses of similar complaints. Results: the healthcare facility reported that the neopuff allegedly gave incorrect pressure readings. Conclusion: without the complaint device, we are unable to conclude definitively the root cause of the reported matter specific to this event. The rd900aeu neopuff unit is a portable reusable device which can be susceptible to impact damage however. The manometer component of the neopuff can become damaged or offset when subjected to a large enough impact, for instance if accidentally dropped. Every neopuff device is thoroughly tested during production for the accuracy of the manometer component. Furthermore, our user instructions advises the user to carry out performance check and recalibration should the device ever be accidentally dropped or subjected to an impact. No patient consequence was reported in respect of this event.